Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would no longer power on. The customer advised that they have tried a different battery and power source and the device still is unable to power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.the removed therapy pcb assembly was further evaluated in the failure analysis center. The cause of the reported failure was determined to be due to a failure of an integrated circuit chip, designator u5. The integrated circuit chip was reportedly damaged however, it is unknown what damaged occurred to the chip to cause the reported failure.